Event description:
It was reported that during an unk procedure, the surgeon stated that the device caused insufflation issues while using a 10mm scope. Another device was used to complete the procedure. There was no adverse consequence to the pt. The device was discarded.

Manufacturer narrative:
(B) (4). (B) (4). Info is unavailable; device was not returned for eval. Eval summary: as a lot number was not rec'd, a device history review could not be performed.